Event description:
It was reported that the bed was experiencing phantom motion.

Manufacturer narrative:
Results: siderail stickers were over the buttons causing unintended motion. Conclusions: siderails were cleaned from all stickers.